Manufacturer narrative:
Insulin pump passed the displacement test and self test. However, moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Pump received with cracked case at the display window corners, cracked lcd window, broken belt clip slot, missing end cap sticker, stained address/serial number label and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a moisture damage. Customer went swimming, they forgot to remove insulin pump. There was damp moisture under display. Customer stated they see fluid under the lcd. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.